Event description:
It was reported that this system with a pacemaker and right atrial (ra) lead showed signal artifact monitoring (sam) events that appear as noise over sensing due to insulation issue on the ra lead. The noise is reproducible with testing according to field representative. As the device only has months remaining, they may monitor until elective replacement indicator or, if the lead revision is done now, may just changeout the pacemaker as well. Also, some reprogramming options were recommended. The ICD and the ra lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.